Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced sagging, too soft, or not firm enough. There were 2 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced sagging, too soft, or not firm enough. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 1 pending device was not evaluated, but reviewed by data and confirmed the issue. Section h codes have been updated.